Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that when the patient was returning to the ICU after a pelvic scan the pump did not reconnect to the server for almost 6 hours. The patient was very sick and on an insulin (regular) drip that was being titrated each hour. The patient also had amiodarone, norepinephrine, normosol, and vasopressin infusing. The customer does not believe the insulin ever stopped infusing; it just no longer showed data in epic. The patient passed away 8 days later. The customer did not allege any device malfunction or attribute the patient's demise to the event.